Manufacturer narrative:
The device was returned to olympus for evaluation. The reported complaint for the distal end rubber detaching was confirmed. It was found that the insertion tube, bending section, distal end rubber and glue was previously repaired by a third party service provider. Small black dots were found on the upper right corner of the image. The cause of the failure is most likely attributed to unauthorized third party repairs. The device was purchased on (B)(6) 2005 and was last serviced by olympus on (B)(6) 2011. The instruction manual contains several warning statements in an effort to prevent damage to the device. Do not disassemble, modify or attempt to repair it; patient or operator injury and/or equipment damage can result. Equipment which has been disassembled, repaired, altered, changed or modified by persons other than olympus' own authorized service personnel is excluded from olympus' limited warranty and is not warranted by olympus in any manner.

Event description:
Olympus was informed on (B)(6) 2016 via user facility medwatch report# 410007000-2015-8068 that the scope was started leaking during the manual cleaning process. Fluid leaking from the distal end became larger as time passed. It was observed that the bonding ring at the tip of the scope was missing. The reprocessing staff could not locate the ring in the cleaning basin but speculates that it may have fallen in the drain but are not certain. The facility added that this type of failure had occurred multiple times in the last 4 months. On two occasions, the surgeon had to retrieve the "glue ring" from inside the patient. The facility reported that the scope had been previously repaired by a third party repair service provider. The facility has since suspended using a third party repair service provider due to glue ring integrity issues. The facility is now sending all scopes to olympus for service.